Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please provide the product code and the lot number of the product used, as already stated no further information is available.

Event description:
It was reported that a rodent underwent a test procedure on (B)(6) 2017 and the unknown suture was used. It was also reported that the unknown suture/wire easily broke. Additional information has been requested.